Event description:
During cardiac arrest resuscitation attempt r-2 multifunciton pads were deployed. Monitor defibrillator showed lead fault on display and would not sense rhythm. System was checked, skin/pad interface, electrode connector, lead selector, no fault located. R-2 pads were changed, the second pair functioned correctly and without any other changes or alterations in monitor-defibrillator.